Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent removal of implants from l3-s2 and re-fixation at t10-s2. Intra-op, tip of the driver broke when the screw was being inserted on the right of l4. The tip of the driver remained inside the connection part of the screw and could not be removed only with the driver. So, screw removal was performed with the help of counter torque. When the screw was removed, it was replaced with a new one; and was implanted. No fragment of the broken driver remained inside the patient. No patient complications were reported due to this event. After reviewing the driver, the pin, which connects the shaft and the ring in the sleeve, was also found broken. The ring was also detached from the shaft. The locking cap and the button worked smoothly, but the sleeve could not be locked.

Manufacturer narrative:
Product analysis: visual inspection confirmed the entire torx tip of instrument and the attachment pin to the internal bushing has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface revealed a fairly flat fracture surface and circular material flow, consistent with torsional overload. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.